Event description:
I got breast implants in 1991 and started experiencing serious fatigue and migraines, I never associated it with my implants. Then in 2005 I replaced the implants. Then start to really go downhill with depression and anxiety for no reason. Fatigue and migraines continued. I started feeling like I had a fever but didn't when I'd take my temperature, my body felt achy all over. I went to many doctors and they couldn't find anything wrong. I started suffering severe dry eye and mouth. I've been seeing a dry eye specialist for a while. I have plugs in my tear ducts. Use every lubricant drop possible to get relief. Come to find out it's from sjogren's. My joint started hurting so bad and now I know why. I have rheumatoid arthritis. There are so many health problems and I know my breast implant are the cause. They will be removed on (B)(6) 2020. I've also been diagnosed with fibromyalgia, ibs, migraines. Saline unsure of the type. FDA safety report ID #: (B)(4).